Manufacturer narrative:
The device has been received by depuy synthes power tools the investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report 3 of 3. Report received form (B)(6) stating "debris in sterile packaging". It is known that this event did not occur during surgery and that there was no patient/user injury or medical intervention. There was no additional information provided.